Event description:
On 06/20/2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. Reported that the product broke in 2 pieces and fell off tubing. A note with the samples stated that the incidents occurred while attempting to perform the initial flush. No patient injury; never reached the patient. Samples received 07/05/2016. This report is a post inspection retrospective review. 2016 incident.

Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.